Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off during use. It was noted that the facility's biomedical engineering department was unable to reproduce the behavior. It was advised that the epg be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the device had shut down while in use, however the main board was replaced as a preventive measure. It was additionally noted that the upper case and the hanger assmebly were cracked and the display wires were pinched with the wire exposed. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.